Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in pace impedance measurements. The pace impedance is up to about 2016 ohms and is out of range. There was no evidence of any noise oversensing and other lead measurements are normal. Programming was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.